Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking in the tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model (B)(4) lot number 20123084 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv leaked during use. The following was reported by the initial reporter: "it was reported that there was leaking in the tubing. Verbatim: leaking in the tubing"